Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the auxiliary channel of the subject device tested positive for sphingomonas paucimobilis (100cfu) and brevundimonas diminuta / vesicularis (10000cfu) during microbiological testing by the facility. The subject device had been disinfected using olympus automated endoscope reprocessor model etd3 (not available in the u.s.a). There was no report of patient infection associated with this report.